Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this ventricular lead had infection. There were no additional adverse patient effects reported. Additional information received from the field representative that the patient was on antibiotics and no further intervention has been planned. All available information indicates that the product remains in service.